Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. A "replace sensor" message was obtained and customer was therefore unable to obtain scan readings. Customer reportedly "threw hands back and forth, pulled legs up and down" and experienced seizure, and loss of consciousness. Customer had contact with a healthcare provider who obtained a glucose reading of 27 mg/dl and received intravenous treatment for hypoglycemia. A post-treatment reading of 251 mg/dl was obtained before customer was discharged. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. A "replace sensor" message was obtained and customer was therefore unable to obtain scan readings. Customer reportedly "threw hands back and forth, pulled legs up and down" and experienced seizure, and loss of consicousness. Customer had contact with a healthcare provider who obtained a glucose reading of 27 mg/dl and received intravenous treatment for hypoglycemia. A post-treatment reading of 251 mg/dl was obtained before customer was discharged. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh006wvep4 has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, sensor was found to be in sensor state 6 (indicating abnormal termination) with logged (event 21). The sensor plug was properly seated in the mount. The sensor plug was removed, and the plug assembly was inspected, no issues were observed. The sensor was de-cased, and no issues were observed on the printed circuit board assembly (pcba). The battery was measured, and the voltage was outside of the specification range. Therefore this issue is confirmed to brown out reset condition associated with a dead/low battery.

Event description:
An error message was reported with the freestyle libre 2 sensor. A "replace sensor" message was obtained and customer was therefore unable to obtain scan readings. Customer reportedly "threw hands back and forth, pulled legs up and down" and experienced seizure, and loss of consicousness. Customer had contact with a healthcare provider who obtained a glucose reading of 27 mg/dl and received intravenous treatment for hypoglycemia. A post-treatment reading of 251 mg/dl was obtained before customer was discharged. There was no report of death or permanent injury associated with this event.